Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance which rose to high levels. The lead exhibited an increase in rv pacing threshold. Electrode mineralization was suspected. The lead remains in use and the physician will continue to monitor the performance. No patient complications have been reported as a result of this event.